Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Moisture damaged was also found at the motor assembly. The constant tone and vibrating could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she accidentally flushed the insulin pump down the toilet. Customer stated the she reverted to back up plan since the device was still stuck in the toilet and plumber was going to help her take it out. Blood glucose at the time of the incident was 89 mg/dl. The customer called back the next day and stated they were able to remove the insulin pump. She reported that the display went blank; the device was vibrating and had a constant tone without an alarm or alert. Blood glucose value at the time of the call was 169 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.